Event description:
Home patient's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during fill 2/3 of their automated perioneal dialysis (apd) therapy. Reportedly, after receiving the message, hp noted that a supply line from the homechoice set had become disconnected from the supply bag. Tsc assisted hp in ending therapy early and advised hp's spouse to complete hp's therapy manually. Per rn, no patient injury or medical intervention was associated with this incident. According to rn, hp has no idea what caused the supply line of the homechoice set to separate from the supply bag.